Event description:
We received on january 13th, 2026 an email from the field reporting a product complaint. The description of the event is as following: we used the angled cage and plate inserter item jll-in 38 01-n together with the inner shaft jll-in 07 02- n/b as per surgical tech set up description. The plate was secured into the cage first and loaded on the inserter. Cage was perfectly placed. The surgeon started to rotate the inner shaft to take the inserter away but it won't desingage. Then the top part of the inner shaft came loose but the rest of the shaft was still down the inserter channel. A spring was found in the wound also. Which I believe to be part of the inner shaft. We had to take the cage off and load a new cage and plate on the straight inserter to complete the operation. According to the information received on (B)(6) 2026, the spring was taken out of the patient. The surgical delay lasted around 1 hour to the case as they tried few things to disengage the inserter from the patient, then they had to take the cage out with the inserter and trial a different size. For the moment, we did not yet receive the confirmation of the batch number of the instruments involved and the instruments are not returned yet. As soon as we receive the instruments, the investigation will be started.

Event description:
We received on (B)(6) 2026 an email from the field reporting a product complaint. The description of the event is as following: 'we used the angled cage and plate inserter item jll-in 38 01-n together with the inner shaft jll-in 07 02- n/b as per surgical tech set up description. The plate was secured into the cage first and loaded on the inserter. Cage was perfectly placed. The surgeon started to rotate the inner shaft to take the inserter away but it won't disengage. Then the top part of the inner shaft came loose but the rest of the shaft was still down the inserter channel. A spring was found in the wound also. Which I believe to be part of the inner shaft. We had to take the cage off and load a new cage and plate on the straight inserter to complete the operation." According to the information received on (B)(6) 2026, the spring was taken out of the patient. The surgical delay lasted around 1 hour to the case as they tried few things to disengage the inserter from the patient, then they had to take the cage out with the inserter and trial a different size. As soon as we receive the instruments, the investigation will be started.

Manufacturer narrative:
Nota: in the complaint form received, 2 references jll-in 38 01-n (5-9256) and jll-in 07 02-n (5-3762) were mentioned, but we only received 1 of them: jll-in 38 01-n (5-9256). Therefore, we will investigate only on jll-in 38 01-n (5-9256). After receiving the complaint, the manufacturing folders have been reviewed. The production process complies with the predefined specifications, and the quality control checks were successfully passed. 5-9256: this device has been manufactured in june 2021, with a total of (B)(4) units. There are (B)(4) units on the field and this is the 1st complaint that we received. There was one derogation, but there is no link with the complaint. We received the instrument and confirmed that the devices are stuck together: r&d team inspected the device and confirmed that the pin used to make the two parts of inner shaft non dismountable seems to be broken. The instrument is not functional. Moreover, they noticed that the inner shaft received is the inner shaft of the jll-in 38 01-n and not the inner shaft of the jll-in 07 02-n as mentioned on the customer complaint form. We have received 1 other complaint reporting a pin breakage on the angled cage + plate inserter jll-in 38 01-n. The r&d team reproduced the issue and identified the root cause. Spineart recommends the users to verify the good connection between the cage and the inserter during the insertion of the cage into the intervertebral space. The impaction could slowly unscrew the cage from the instrument. In this case, spineart recommends tightening the knob of the central shaft to hold the cage firmly on the inserter as many as necessary. The cage and the plate were also returned, but there is no defect visible linked to them. The root cause of the complaint has been investigated; it is product related. A design improvement has been decided for this instrument via (B)(4). Batch 5-9256 was manufactured before the implementation of (B)(4). This case is closed as is with no further action.